Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. Noise that resulted in inappropriate mode switch episodes was observed on the atrial lead. No medical intervention was performed. The patient was stable post event and would continue to be monitored.

Event description:
New information on (B)(6) 2016 indicated that during an unrelated surgery, no noise or automated mode switch episodes were observed on the atrial lead. The lead was connected to the new device. The patient was stable post procedure and would continue to be monitored.